Manufacturer narrative:
The insulin pump received with intermittent esc and act button response due to corroded keypad traces. No blank display or display anomaly noted during testing. Unable to test for operating currents test due to no escape and act button response. Pump received with scratched lcd window, cracked case at display window corners and broken reservoir tube lip. No damage inside pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not performed. The device was returned for analysis.